Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process, confirmed by technical support (cts). The customer's blood glucose level did not exceed 500 mg/dl. To resolve the issue, cts arranged for a replacement pump with updated software to be sent to the customer, instructing them to use multiple daily injections (mdi) as backup therapy. The customer was advised on the necessary steps to take upon receiving the new pump, including putting the faulty pump into storage mode and returning it to tandem.